Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11596, 2017865-2019-11599. It was reported that the patient presented at a follow-up in clinic with the pacemaker extruded through the skin and redness and swelling at the pocket site. The patient experienced a pocket infection. The physician explanted the pacemaker, right atrial lead, and right ventricular lead. The patient was in stable condition post-procedure.